Event description:
Caller indicated the relion micro meter was giving variable readings. At around 8am on friday morning he received a reading of 60mg/dl, which was low for him. He decided to retest, and received a reading of 490 mg/dl. Customer was feeling fine, no medical intervention. Contacted customer to run control testing. Solution was within range. Will replace all products.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.